Manufacturer narrative:
The bp cuff malfunction clip on attachment for an adult cuff would delay the reading of the neonate, but the clinician would be able to recognize the deficiency before use of the product and change it out with the correct one. There was no report that a patient was impacted by product deficiency the complaint of inaccurate bp readings regarding parts zncv4501hp-10 was not confirmed. The root cause was not determined but could possibly be a result of a kink or collapse of cuff tubing to system line. A risk assessment was performed and the ultimate risk was determined to be medium which would require reporting to the CAPA review board, but this product has been discontinued. There has been 1 other complaint regarding the same part and a similar issue within the 24 months preceding the reporting of this issue. A resolution letter was sent to the customer.

Event description:
Difficulties checking the bp of children.

Manufacturer narrative:
The bp cuff malfunction clip on attachment for an adult cuff would delay the reading of the neonate, but the clinician would be able to recognize the deficiency before use of the product and change it out with the correct one. There was no report that a patient was impacted by product deficiency.

Event description:
Difficulties checking the bp of children.